Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: (1) the lamp went out during use. Because there was dust around the ventilation grills and when the power of the clv was cycled, the lamp lighted up again, it is presumed that the event occurred because the lamp could not be cooled due to the blockage of the ventilation grills. The following is described in ""8.2 troubleshooting guide"" on the instruction manual of the clv-190. Irregularity description: the examination lamp does not ignite. "3.3 installation of equipment" on the instruction manual of the clv-190. Keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating."

Manufacturer narrative:
As part of our investigation, the service center provided the customer instruction to change the lamp. Instructed the customer to clean the dust for proper air flow. The lamp will be not returned for evaluation. The customer did not change the lamp but reseated the heat sync and said the unit is working as it should. The cause of the reported event cannot be determine. However, the instruction manual warns users ¿avoid using the light source in a dusty environment. This may damage the light source.¿

Event description:
The service center was informed that the lamp went into standby during an unspecified procedure. The customer cycled the light power and the lamp came back on. It was reported that the lamp life meter was at 400 hrs. There was dust noted around the light source vents. It is unknown if the procedure was completed. There was no patient injury reported.